Manufacturer narrative:
Manufacturer ref# (B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. The complaint was submitted with a procedural image photograph, which is pending further analysis. Since no device has been received for analysis, no product investigation can be performed and the reported failure could not be evaluated. A device history record (DHR) was performed and it indicated this product was final inspection tested at lake region medical and was determined to be acceptable. The incorrect length of the enterprise vascular reconstruction device may not be long enough to cover the neck of the aneurysm, or it could prolapse into the aneurysm, which could require an additional procedure. Per the instructions for use (IFU), users are warned that the stent may shorten once implanted. There are clinical and procedural factors, including vessel characteristics, device interaction, and operator technique, that may have contributed to the reported event. In this case, there was no report of patient injury; however, the physician was required to release a second stent (other brand) in patient to cover the target site. Based on the surgical intervention, this event does meet us FDA reporting criteria under 21 cfr 803 with a classification of ¿serious injury." The file will be re-reviewed if additional information is received at a later date. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported, via a healthcare professional, that an enterprise2 4mmx39mm (encr403912/ 9426821) was used for an angioplasty procedure. During the procedure, the user reported an incorrect length of the enterprise stent. The event was reported as such, ¿incorrect length-too short. It was reported that during procedure, the stent was released in target site. It was found that the stent body was shorter than intended and the stent did not cover the target site completely. After measurement, the stent length was only about 28mm, while 39 mm length was claimed in label. Doctor released a second stent (other brand) in patient and completed the surgery.¿ there were no reports of patient harm nor surgical delay. Additional information was received on 22-oct-2025. Summary: according to the information provided, the targeted vessel treated was the left vertebral basilar artery. Anatomical details, including vessel characteristics, were unknown. The parent vessel diameter is unknown. The device selection was based on instruction for use (IFU) vessel/stent measurements. The device was examined prior to use, and no anomalies were noted. The coils were not maintained in the aneurysm sac. There were no packaging issues. There was no difficulty advancing the device for deployment, and no issues were encountered during deployment. The device was used and prepped in accordance with the IFU. No excessive force was applied to the device.

Manufacturer narrative:
Manufacturer ref#: (B)(4). Updated sections on this medwatch: b4, b5, g3, g6, h2, h6 and h11. Section b5: additional information was received on 05-nov-2025. Summary: per the information provided, the coils used in the procedure were not manufactured by cerenovus. Additional information was received on 09-nov-2025. Summary: the attached medical imaging was reviewed by cerenovus sr. Medical affairs director, dr. (B)(6) (neurointerventionalist), on (B)(6) 2025. The assessment reads as follows: images were reviewed by an independent physician, and the results are shown bellows: ¿there is one image provided for this complaint which is an ap subtracted image of the basilar artery with contrast. There are measurements visible in one plane (not sure if corrected for angulation and therefore whether the measurements are accurate) leading to 26.4 mm from proximal to distal stent landing zone. If the stent was supposed to be 39 mm length, there is a discrepancy that cannot be explained by the description of the procedure nor the single image¿. A device history record (DHR) was performed and it indicated this product was final inspection tested at lake region medical and was determined to be acceptable. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.